Event description:
Additional information received by the healthcare provider reports the patient states there was warmth at the site of battery. Reprogramming was done. The patient was notified to lower settings at a point where she feels comfortable. The patient lowered settings until there was no longer any pain. The event cause was determined and it was device related. The patient needed re-education of device and settings. The patient recovered without permanent impairment. Patient feels great and no more episodes of incontinence reported.

Event description:
It was reported that the patient was seen by her physician on (B)(6) 2015 as well as (B)(6) 2015. She received assistance from her physician during these appointments and reportedly had no concerns with her device or therapy at the conclusion of these appointments. She also had an appointment scheduled for three months after this report. Starting the week of this report, the patient reportedly had burning/ stinging at the pocket site. The pocket site was painful to the touch, but did not look red or swollen. It was reported that the patient lowered her stimulation because if she had it too high it burned. The patient contacted her health care professional on (B)(6) 2015 regarding this warmth near the implantable neurostimulator (ins) site as well as pain both radiating up her right side. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0rm3n, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).